Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel previously released) has been confirmed. Upon evaluation, the trunk cable connector latches were damaged, creating an insecure connection with the monitor. The cause of the belt communication faults is the broken latches. The root cause of the broken latches is excessive force placed on the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that the connector on a patient's belt was damaged and that the device was indicating gel previously released flags without prior gel release.